Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC was placed on (B)(6) 2025 and xray confirmed tip projecting over cavoatrial junction. Line was cut at 50cm and exit 3cm. The patient attended the unit for treatment on (B)(6) 2025 and said that when she had her PICC line flushed by district nurse on (B)(6) 2025 that it was stinging. She had since noticed some swelling in her arm above the PICC site slightly to the right. Sent to urgent care to rule out thrombus which was ruled out and tissued. Treatment given via cannula and it was decided to remove the PICC after treatment. No complaints during treatment and no concerns. Treating nurse removed the PICC line and no resistance felt, however only 8cm removed as line appeared to have split inside the arm and therefore 42cm of line remains insitu. Patient was sent to urgent care and the xray showed that the PICC line was lying in the rv and pulmonary artery outlet. They were advised to obtain a CT angio. CT angiogram: the upper fractured end is in the upper svc. It passes through the right heart and main pulmonary artery into the left main pulmonary artery. At the distal end of the left main pulmonary artery it loops back on itself going back down the main pa with the tip sitting just above the pulmonary valve. Patient was then transferred to (B)(6) hospital overnight under the care of the cardiothoracic team. Patient attended for weekly line care and unable to obtain blood, which was the third time. They contacted us and we advised to try on monday when bloods due and if struggling, to come to the unit. On (B)(6), the nurse stated that she withdrew some blood, but not enough to take samples. Nurse was advised to take peripherally and that we would remove the line when patient attended on tuesday. It is not our practice to remove it if bloods cannot be obtained. There is no mention of pain when 20mls flush administered and also states that there is no phlebitis. Additional information provided: the patient did not have any symptoms. She had to be transferred to the cardiovascular hospital and was initially booked in for thoracic surgery. They then attempted to remove via cardiac cath lab which was successful.